Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and revealed normal device characteristics. The cause of the bvvi could not be determined.

Event description:
It was reported that the pulse generator was in the box and went into back-up during firmware upgrade. The programmer was rebooted and the device was reinterrogated, and the same message displayed.

Manufacturer narrative:
Correction: (B)(4) - operating system version or upgrade problem, should have been reported.